Manufacturer narrative:
(B)(4). Insulin pump received with missing end cap sticker noted. Pump received with no button response at esc, up arrow and down arrow button due to unlocked j2 connector on lcd board noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump fell to the ground and broke the display. No harm requiring medical intervention was reported. Troubleshooting was performed. It was not possible perform tests because reporter was not near the user, she will call back later. The insulin pump will be returned for analysis.